Manufacturer narrative:
On (B)(6) 2020, the site reported that a repeat head CT showed stable changes from an evolving right mca subacute infarction centered in the right pariental lobe with associated laminar necrosis. No new areas of acute cytotoxic edema or acute intracranial hemorrhage were reported. As of (B)(6) 2021, the patient was neurologically intact as reported by the site.

Event description:
Berlin heart was informed by the site that a patient implanted on (B)(6) 2020 in the lvad configuration had an adverse event. On (B)(6) 2020, the patient suffered an ischemic cva. The patient was noted to have an onset of left arm and eye twitching. Ativan and phenobarb were given to stop the seizure activity. Neurology was consulted and ordered eeg monitoring, head CT and keppra IV. The eeg showed no seizure activity. The head CT revealed developing regions of hypodensity in the high convexity right frontoparietal lobe involving the gray matter and the subcortical white matter. The differential diagnosis includes subacute ischemic changes versus post-ictal edema. A repeat head CT on (B)(6) 2020 revealed a right mca infarction with no new areas of infarction. No hemorrhagic conversion was found. A small punctate deposit on the outflow valve was reported by the site on the day of the adverse event.